Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on 16 mar 2021 with their right ventricular lead experiencing low lead impedance that was under the optimal range. The impedance was noted to have been lowering over the last couple of weeks to months. It was also noted that multiple lead noise episodes had occurred. The patient was brought in on 16 mar 2021 where programming changes were made which resolved both lead impedance and noise anomalies. The patient was stable throughout.